Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and the reported physical resistance appears to be due to procedural circumstances as imaging was noted to be challenging and caused difficulties in steering the clip to mitral valve. Additionally, a definitive cause for the reported difficulty closing the clip and clip jumping could not be determined in this case. The difficult to remove appears to be due to user technique/procedural circumstances as the clip got caught on the chordae or leaflet while the clip delivery system (cds) was being retracted into the left atrium (la). It should be noted that as per the mitraclip instructions of use (IFU) section 10.0, step 10.2 states, do not use excessive force to close the clip further than is necessary to adequately reduce mr; however, this IFU deviation did not likely contributed to any adverse event. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was steered down to the mitral valve with difficulty due to the anatomy and imaging. During deployment, resistance was met when trying to close the clip from the inverted position to 120 degree arm angle. The clip stayed in the inverted position. Troubleshooting was performed and force was applied to force the clip to close when the clip jumped into grasping position and was able to be opened and closed properly. Resistance was met retracting the cds into the left atrium (la). It was believed that the clip was caught on chordae or the leaflet. Troubleshooting was performed and the clip was readvanced and able to be deployed with no further issues. An additional clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.